Event description:
It was reported the customer was hospitalized on (B)(6) 2014. Customer's blood glucose at the time of admission was 258 mg/dl. Customer's mother also stated their hospitalization was not diabetes related. The customer's mother also declined to provide further information about the hospitalization. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.